Event description:
It was reported that the pt never had therapeutic effect since implant which led to the device being replaced. It was noted that following replacement, the pt continued to experience a lack of therapeutic effect.

Manufacturer narrative:
Concomitant medical products: product ID 3487a, lot# v000838, implanted: (B)(6) 2005, product type: lead. Product ID 3487a, lot# v000838, implanted: (B)(6) 2005, product type: lead. Product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type: extension. Product ID 748925, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2007, product type: extension.

Event description:
Additional information was received from the patient. It was reported that they were experiencing a loss of therapy. The patient stated that their implantable neurostimulator (ins) quit working as it didn¿t give them pain relief anymore. It was noted that the patient had two separate ins batteries implanted, one on each side of the dorsal column. Both systems were removed; the physician removed the wiring, but left the electrodes in place and clipped the wires away. It was reported that the system explants occurred in either 2008 or 2009. No further complications were reported or anticipated. Indication for use was peripheral neuropathy.